Event description:
A customer reported an error message while scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer lost consciousness and was unable to treat themselves. The customer was provided a glucose pack by a non-hcp for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and investigated. The sensor plug was unseated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Performed visual investigation of the sensor plug, and broken snaps were observed causing the sensor plug to not be properly seated in the mount. An extended investigation has also been performed for the reported complaint. The sensor puck was de-cased and liquid contamination was observed on the pcba (printed circuit board assembly). Broken snaps result in an improper seal between the pcba and sensor plug contacts, which may have led to liquid ingress. Further testing was performed on the returned sensor. A visual inspection was performed on the returned sensor; no abnormalities were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Examined the returned sensor plug and observed 3 broken snaps which caused improper seating of the plugs in the mount. This causes a poor connection between the rubber contacts and the printed circuit board (pcb) contacts causing the sensor plug to not form a proper seal, leading to liquid ingress and contamination on the pcb. Therefore, this complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message while scanning the adc freestyle libre sensor. On 20-apr-2021, as a result, the customer lost consciousness and was unable to treat themselves. The customer was provided a glucose pack by a non-hcp for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.